Manufacturer narrative:
Results and conclusions: (recommended in the IFU that the device be inspected and shelf life verified prior to use). ( device or procedural images not provided for review). (Device not returned for evaluation). (B)(4).

Event description:
It was reported that an integrity bare metal stent was implanted 74 days past is labelled expiration date. The device had not been inspected prior to use and negative prep was not performed. No reported patient complications or clinical sequelae.